Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had no buzzer. The unit was triaged and the condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was returned for proper operation check and the service technician found that the unit had no buzzer.